Event description:
The customer reported a coulter act diff 16 analyzer was generating vacuum errors. In addition, red blood cell (rbc) and platelet (plt) backgrounds were failing on startup. There were no erroneous results generated in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced the rbc bath assembly to resolve the rbc and plt background issue. The fse observed vacuum errors and replaced the pump, regulator, vacuum isolator chamber, transducer, vacuum tubing, and air filter. The following day, the instrument continued to generate vacuum errors and a different fse was sent to the site. The fse found the vacuum regulator was defective and replaced the part. Repairs were verified per established procedures. (B)(4).